Manufacturer narrative:
A detailed examination of the returned device found that the proximal edge of the stent was damaged. One proximal stent strut was bent back distally. This type of damage is consistent with the stent getting caught on a foreign object during withdrawal. An examination of the device could not identify any issues with the distal section of the stent and tip of the device that could potentially have contributed to a restriction occurring. A review of the shop floor paperwork found that the device met its material, assembly and product specifications. The most probable root cause of this complaint is unknown.

Event description:
This complaint is now reportable based on the analysis completed in 2007. It was reported that during a coronary drug eluting stenting treatment procedure the 3.00x20mm taxus liberte drug eluting stent (des) was unable to cross the distal left anterior descending artery (lad). The lesion was predilated with a 2.5x15mm unspecified balloon. No patient complications were reported. However, returned product analysis revealed stent damage.